Manufacturer narrative:
Product ID 8590-1, lot# n143360, implanted: 2008 (B)(6); product type accessory product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8832, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was a motor stall on 2014 (B)(6), with no recovery noted, but that the pump had been working fine since then. Saline had been in the pump reservoir since 2011 and the patient had been managed on oral medications. All medications were taken out of the pump 1.5 to 2 years ago. It was reported that in the past, 9 different combinations of intrathecal (it) drugs were tried (fentanyl, prialt, sufentanil, morphine, bupivacaine and clonidine), and the therapy was noted as pain pump therapy. There were no patient symptoms reported. Further follow-up is being conducted to obtain this information. [There was additional information reported that was not relevant to this event and therefore was omitted. (B)(4).